Event description:
While attempting to crush a biliary calculi during the endoscopic retrograde cholangio pancreatography procedure, the pipe of the mechanical lithotriptor broke as the surgeon tightened the knob on the handle. The pt was taken to surgery for removal of the basket wire and while the pt was in surgery, the surgeon removed the pt's gallbladder since the gallbladder surgery had been previously scheduled. There were no complications but the pt remained in the hospital as a result of the surgery.